Manufacturer narrative:
Investigation summary: bd was not provided with photos or samples for catalog 373460 lot 4150739 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Device history record review for the lot was performed and no discrepancies or deviations were observed. All the inspections performed as established per procedures with satisfactory results. Process of assembly for helmick was assessed. Process is 100% inspected for incorrect assembly. No changes regarding manufacturing or inspection process / methods / procedures of the affected components in the last years. Incoming inspection records were verified for heimlich valve components use for complaint lot. No scar regarding these lots were documented. No discrepancies were found as it relates to the machine/equipment, process/methods/procedures, and materials during the manufacturing of the product. In conclusion, bd material is color coded and at the body of subassembly is identified the direction to connect the chest drain. On product IFU instructions states that that the catheter will be attached to blue end of the tube. The manufacturing records were reviewed for the incident lots and no discrepancies or non-conformance's were reported that could have contributed to the reported conditions. No corrective actions are required at this time. Conclusion(s):not confirmed: bd juncos cannot confirm defect without customer evidence. Potential root cause can be directed to possible handling issues. Incorrectly used.

Event description:
It was reported that the valve can be attached to either end of the chest tube which resulted in pneumothorax with a bd valve heimlich s/su chest drainage. The following information was provided by the initial reporter: material no: 373460 batch no: 4150739 it was reported that the valve can be easily attached to either end of the chest tube, in one instance this resulted in a pneumothorax. Event description per attached medwatch report states, "two devices with similar issues at our facility. Valve can be easily applied on both ends to the chest tube. Patient had a right lung biopsy prior to being discharged from the hospital. After the biopsy a chest xray was ordered, the patient was discharged from the hospital prior to the chest xray being read. The xray showed a small pneumothorax. Patient was contacted and came in today for a repeat chest xray. That xray showed a larger pneumothorax and the decision was made to place a chest tube. Patient was admitted through ambulatory surgical unit in order to sedate patient for the procedure. Patient came to interventional radiology (ir) and right chest tube was inserted. Chest tube was attached to heimlach valve. Follow up chest xray showed near 90% pneumothorax. Patient immediately brought to ir by xray tech, dr. Evaluated patient and found heimlach valve was reversed. Heimlach valve was immediately removed and patient was placed on 20 cm of suction. Repeat chest xray showed only 10% residual pneumothorax. Patient was transferred."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. FDA notified?: the initial reporter also notified the FDA on (2019-05-06) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the valve can be attached to either end of the chest tube which resulted in pneumothorax with a bd valve heimlich s/su chest drainage. The following information was provided by the initial reporter: material no: 373460 batch no: 4150739. It was reported that the valve can be easily attached to either end of the chest tube, in one instance this resulted in a pneumothorax. Event description per attached medwatch report states, "two devices with similar issues at our facility. Valve can be easily applied on both ends to the chest tube. Patient had a right lung biopsy prior to being discharged from the hospital. After the biopsy a chest xray was ordered, the patient was discharged from the hospital prior to the chest xray being read. The xray showed a small pneumothorax. Patient was contacted and came in today for a repeat chest xray. That xray showed a larger pneumothorax and the decision was made to place a chest tube. Patient was admitted through ambulatory surgical unit in order to sedate patient for the procedure. Patient came to interventional radiology (ir) and right chest tube was inserted. Chest tube was attached to heimlach valve. Follow up chest xray showed near 90% pneumothorax. Patient immediately brought to ir by xray tech, dr. Evaluated patient and found heimlach valve was reversed. Heimlach valve was immediately removed and patient was placed on 20 cm of suction. Repeat chest xray showed only 10% residual pneumothorax. Patient was transferred."